Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that patient alert was triggered and the atrial impedance was unmeasurable. It was further reported that the alert sounded at the wrong time of day and the device clock may be off. Upon followup, it was reported that the alarm was programmed off and the impedance was stable. The device and lead remains in use. No patient complications have been reported as a result of this event.